Event description:
A surgeon reported that during a vitrectomy procedure, the system displayed an error message and the unit shut down. There was no pt harm reported. Additional information was received from the surgeon indicating that the system crashed during a pars plana vitrectomy. The infusion stopped and the lights went out. The pt's eye pressure was stabilized and the case was completed with an alternate system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).